Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) checked the unit and found the bellows overflowing, and vl13 not releasing. The fse replaced the actuator and the pinch valve and flushed the vacuum lines. The fse verified repair per established procedures. The results met the published performance specification. System validation was documented in the customer's qc record. Root cause for the leak is associated to a defective pinch valve. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a bloody leak under coulter lh 750 hematology analyzer. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no report of exposure to mucous membrane or open wounds. No one sought medical attention. Msds was not reviewed, but is readily available. The facility has exposure control plan. There was no death, injury or change to patient treatment as a result of this incident.